Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, it was reported that the patient was half conscious and unable to walk or move. It was also noted that the patient suffers from chronic necrotizing pancreatitis, which causes him a lot of pain. The patient's cgm was reading in the "100s". No bg meter comparison was done at this time. Due to his symptoms the patient called emergency medical service (ems). Once ems arrived, the patient was transported to the emergency room (ER). At the ER, the patient's bg meter reading was 520 mgdl. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The specific medication or treatment provided to the patient while hospitalized was not reported. The patient was discharged on (B)(6) 2024. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The patient was in good condition at the time of report. No additional patient or event information is available.